Manufacturer narrative:
This ra lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Attempts were made to obtain additional information regarding the return of this product, but no new information was received. It is unknown whether this ra lead will be returned to boston scientiifc. Please accept this as a final report. Should this ra lead be returned and analyzed, this report will be updated.

Event description:
---

Event description:
Boston scientific received information that, during the implant procedure, this right atrial (ra) lead was connected to the pacemaker. Once the screws were tightened down, the connection was checked, and it was observed this ra lead was fractured. There were no adverse patient effects reported. This patient was not pacemaker dependent.